Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 3 years post index procedure the patient presented with the right common iliac was aneurysmal and a distal type ib endoleak was identified. No clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (endoleak). (Disease progression; iliac artery dilatation). (Cause is unknown).